Event description:
It was reported that shortly after this lead was implanted in the left bundle branch (lbb), it was explanted and replaced with a non boston scientific product implanted in the lbb as well. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that shortly after this lead was implanted in the left bundle branch (lbb), it was explanted and replaced with a non boston scientific product implanted in the lbb as well. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.